Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of kinks and breaks in the 3cg stylet was confirmed. One 3cg stylet was returned for investigation. The stylet wire was received within and had been partially retracted through the t-lock extension set. The polyimide tubing was received in four segments. A microscopic examination revealed that the broken ends of the polyimide tubing were noted to be rough and uneven. Kinks were observed in the polyimide tubing adjacent to the break sites. A partial tear was observed at a kinked region of the distal polyimide tubing segment. It appears that the breaks in the polyimide tubing occurred where the tubing was kinked. The stylet wire exhibited evidence of use. It was reported that the resistance was met during insertion and the stylet kinked. The stylet was reportedly pulled back out and an attempt was made to reshape the kinked wire, which reportedly caused the wire to break. The IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ the wall thickness of the polyimide tubing was within specification.

Event description:
It was reported that when going to advance the magnet sensor wire, clinician met resistance and somehow kinked. He then pulled the wire back out and used his gloved hands to reshape the kinked wire and while doing so a small portion of the distal end of the wire came off/detached.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recv0771 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when going to advance the magnet sensor wire, clinician met resistance and somehow kinked. He then pulled the wire back out and used his gloved hands to reshape the kinked wire and while doing so a small portion of the distal end of the wire came off/detached.